Event description:
The customer contacted physio-control to report that they were using their device on a patient and the ECG rhythm on the device's display went blank. They switched to another set of defibrillation electrodes and it did not resolve the issue. They then switched to a back up device and continued using that for the rest of the event. As a result, defibrillation therapy may have been delayed or unavailable, if it was needed. The customer advised physio-control that the patient involved in the event is deceased; however, the device did not contribute to the outcome of the patient because another device was available and they switched to that device to continue patient care.

Manufacturer narrative:
The customer provided physio-control with the patient information. Sections a2, a3, a4, b5, and b7 have been updated.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that they were using their device on a patient and the ECG rhythm on the device's display went blank. They switched to another set of defibrillation electrodes and it did not resolve the issue. They then switched to a back up device and continued using that for the rest of the event. As a result, defibrillation therapy may have been delayed or unavailable, if it was needed. There were no reports of any adverse effects to the patient as a result of the reported issue. Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer.